Manufacturer narrative:
Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. (B)(4). Device is not distributed in the united states but is similar to device marketed in the USA. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported on an unknown date that while the patient was in an unknown surgery the surgeon wanted to extract a pena nail, but the blade extractor was broken. The surgery was delayed five minutes and completed successfully. There was no patience consequence. Extractor has not broken. Sample is not available with us. It¿s in patients body. Top portion of the helical blade broke during extraction. Reason for extraction is unknown. Concomitant devices reported: unknown extraction instrument (part# unknown, lot# unknown, quantity# 1). This complaint involves one (1) device. This is 1 of 1 for report (B)(4).